Event description:
Surgeon requested system be checkedafter having to perform vitrectomes due to posterior capsule tears. Additional info received from surgeon, suptures occurred at end of cortical aspiration, with subsequent vitreous loss. Four I/a tip aspiration ports were viewed under high mgnification; three were found to be rough and irregular. Pt went to recovery room in good condition.